Event description:
It was reported that breakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "for intravenous infusion, drug treatment of lung disease patients. Conduit connection holder broken."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141391. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples visually and no damaged paddle hub was found. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "for intravenous infusion, drug treatment of lung disease patients. Conduit connection holder broken."